Event description:
It was reported a broken variable angle locking compression plate (lcp) caused a non-union of the femur. Patient was implanted approximately (B)(6) 2012 at a different hospital. The patient was returned to the operating room on (B)(6) 2013 and the patient was re-plated. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(4). Implant date: approximately (B)(6) 2012. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested.

Manufacturer narrative:
Additional narrative: the manufacturing documents were reviewed and no complaint related issues were found.